Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colectomy, deformed clips during firing. The surgery was delayed by 5-minutes. Replaced instrument with new. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p94a5j. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number p94a5j, and no non-conformances were identified.